Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced low blood glucose of 29 mg/dl. The customer's daughter stated that the paramedic came and treated the low blood glucose. The customer's blood glucose was 171 mg/dl at the time of call. The customer's daughter stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that the reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump will not be returned for analysis.